Event description:
On (B)(6) 2013, the reporter contacted lifescan USA due to a does not power on strip issue during first time usage of the product. The strip was inserted incorrectly which resulted in an inability to power on the meter. There was no indication that the product caused or contributed to an adverse event.